Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report during representative follow-up regarding a missing item. Upon review of the usage log, a product sticker was identified with ¿faulty¿ written next to it. A nurse was consulted and recalled that the surgeon experienced difficulty detaching the device after the concerto coil had been formed. The surgeon attempted manual detachment by bending the distal end of the delivery system 90 degrees upward and 90 degrees downward. No instant detacher was used. When detachment was unsuccessful, the coil was recaptured, discarded, and a different coil was used to complete the procedure. It is unknown whether any additional detachment attempts were made via the hypotube. The instant detacher will not be returned for investigation, as no issue with the instant detacher was reported. The reported device and any accessory devices were prepared in accordance with the instructions for use (IFU). No patient symptoms or complications were associated with this event.